Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided and without the device the analyze, the cause for the reported unintended movement (clip opened while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3-4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the preparation, establish final arm angle (efaa) was failed. Physician repeated efaa test three times, ensuring the lock line was closed to 60 degrees. Clip opened slightly during the efaa test to approximately 35-40 degrees. Device was replaced and continued the procedure. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.